Event description:
A doctor reported that during a left eye lasik flap creation, the laser ablated the side cut and the canal cut, but did not ablate the bed cut. A second ablation was created to make the bed cut for the lasik flap. There were no issues lifting the flap. There was no patient injury reported in conjunction to the event. No additional information will be expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).